Event description:
It was reported that during a da vinci s hysterectomy procedure, the mcs tip cover accessory installed on the monopolar curved scissors (mcs) instrument was "burned". The site contacted an isi technical support engineer (tse) to troubleshoot and the tse concluded that the site may have improperly installed of the mcs tip cover accessory on the mcs instrument. The planned procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) found that the shaft of the mcs instrument used in conjunction with the mcs tip cover accessory has a melted hole. The fse tested the system and found that it functioned properly. The mcs tip cover accessory and mcs instrument were not returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The following medwatch report was sent to the FDA for the mcs tip cover accessory: MFR report # 2955842-2010-00008.